Manufacturer narrative:
H3, h6: the real intelligence robotic drill (us) (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc was performed and failed. The drill presented an "internal error" during kpc testing. A case was run and the drill presented a "communication failure" error. The drill was disassembled. The thermistor was tested and works correctly. Log files were evaluated and confirm there was a temperature sensor error. This was caused by a broken thermistor wire internally in the cable between the drill and the connector. The most likely cause of this event is an internal breakage of thermistor wiring. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a cori assisted surgery, the real intelligence robotic drill had a communication failure. They proceeded to quit the case, unplug, and re-plug the device, as well as attempting new cases. The procedure was completed, with a delay of about 10 minutes, using manual instrumentation since there was no s+n back-up device available. Patient was not harmed as consequence of this problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. H3, h6, h10.

Manufacturer narrative:
G3, h2, h3, and h6: the product, ri robotic drill (us), rob10013, s/n (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, during a cori assisted surgery, the drill had a communication failure. The procedure was completed using manual instrumentation with a delay of about 10 minutes. No patient harm was reported or expected as the surgeon did ¿change technique to the manual instrumentation¿ to complete the case, which is an approved surgical technique. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Section h3, h6: the real intelligence robotic drill (us) rob10013, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc was performed and failed. The drill presented an "internal error" during kpc testing. A case was run and the drill presented a "communication failure" error. The drill was disassembled. The thermistor was tested and works correctly. Log files were evaluated and confirm there was a temperature sensor error. This was caused by a broken thermistor wire internally in the cable between the drill and the connector. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Another factor that could've contributed to the reported problem was an internal breakage of thermistor wiring. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: component code, type of investigation, investigation findings and investigation conclusions.

Event description:
It was reported that during a cori assisted surgery, the real intelligence robotic drill had a communication failure. They proceeded to quit the case, unplug, and replug the device, as well as attempting new cases. The procedure was completed, with a delay of about 10 minutes, using manual instrumentation since there was no s+n back-up device available. Patient was not harmed as consequence of this problem.